Event description:
It was reported that during the procedure, the loop broke. The procedure was completed with the replacement by another loop from the same lot.

Manufacturer narrative:
The device in question will no be returned to manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted the event is filed under internal karl storz complaint ID: (B)(4).